Event description:
The advocate stated that the customer tested blood glucose using 2 different contour meters and one meter read 195 mg/dl higher than the other. The advocate could not provide actual readings, but it was assumed that one meter read around 100 mg/dl, while the other read 295 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. The advocate also insisted the meter be replaced. Replacement products were sent to the customer.